Event description:
A pt sample tested on the cell-dyn 1700cs analyzer generated a pt hemoglobin result of 6.7 g/dl, an rbc count of 2.43 m/ul and a wbc count of 8.7 k/ul. Controls were within specifications and no error or alert flags were generated. Based on these results, the pt's physician admitted the pt to the hospital for a blood transfusion. Testing on the sample was not repeated. At the hospital, a new sample was drawn with a hemoglobin result of 11.2 g/dl, and rbc result of 3.88 m/ul and a wbc count of 15.1 k/ul. No transfusion was performed. There is no further impact to pt management reported.